Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from chile alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. When provided the result of this initial test, the patient shared that another test performed before the initial liat test, by another laboratory, generated a negative result for sars-cov-2. The plaftorm used and date of this test is unknown. The same sample (as the initial liat test) was tested on the same liat analyzer as the initial liat test and generated a negative result for sars-cov-2. The same sample was also retested on a different platform (filmarray) and generated a negative result to sars-cov-2. Finally, 2 new samples were tested on different liat analyzers and also generated a negative result for sars-cov-2. The initial positive result and subsequent negative results were reported to the patient. No harm is alleged.

Manufacturer narrative:
Upon further review of the data, the patient sample appears to be a low-level positive sample near the test's limit of detection (lod). There were no abnormalities seen in the data to indicate a separate analyzer issue. Note that samples near or below the test's limit of detection (lod) may generate wavering results. Corrected b5 and b6 to reflect that the first retest used the same sample as the initial liat test (instead of a new one). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from chile alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. When provided the result of this initial test, the patient shared that another test performed before the initial liat test, by another laboratory, generated a negative result for sars-cov-2. The plaftorm used and date of this test is unknown. A new sample was tested on the same liat analyzer as the initial liat test and generated a negative result for sars-cov-2. The same sample was also retested on a different platform (filmarray) and generated a negative result to sars-cov-2. Finally, 2 new samples were tested on different liat analyzers and also generated a negative result for sars-cov-2. The initial positive result and subsequent negative results were reported to the patient. No harm is alleged. An investigation is ongoing to evaluate the customer issue.

Manufacturer narrative:
An investigation is ongoing. A supplemental MDR will be submitted to share the conclusions. Facility name was truncated due to character limitation. Full facility name is: (B)(6). (B)(4).